Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received with the adhesive pad completely attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The adhesive pad welds were observed to be complete and correctly aligned. No damages or manufacturing deficiencies were observed that would result in the adhesive pad separating from the device. The device was received deployed. The exposed portion of the soft cannula was observed to be kinked and stretched out of specification. Measurement of the soft cannula length was confirmed to be longer than specification. During fluid path testing, fluid was observed to be leaking from a hole in the exposed portion of the soft cannula. The timing and cause of this damage could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.